Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of a bent cannula and a needle that appeared to be shredded. The customer's blood glucose was 137 mg/dl at the time of incident. Troubleshooting reviewed insertion techniques and customer indicated that they have very little body fat to find a point of insertion. Customer was advised that a replacement sensor would be sent to the customer and to follow up with their doctor.